Event description:
It was reported that the patient had an obtryx system implanted during a procedure on (B)(6) 2016, for the treatment of stress urinary incontinence. Intraoperative findings showed a normal-appearing bladder and urethra with no evidence of injury, stones, masses, or ulcerations. Both ureteral orifices demonstrated normal efflux, and the urine appeared normal. Following the implantation, the patient has experienced complications, including mesh erosion, urethral and groin pain, dyspareunia, groin abscess, obturator abscess, further or worsening urinary problems, severe scarring, disfigurement, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2023, the patient underwent a cystoscopy and excision of the transobturator sling due to mesh exposure into the urethra and persistent stress incontinence. Approximately two inches of mesh were removed from the lateral aspect of the obturator foramen, and the wound was treated with vancomycin irrigation and partial closure. Cystoscopy revealed no additional mesh exposure or abnormalities in the bladder or urethra. The patient tolerated the procedure well and was transferred to recovery in good condition, with no intraoperative or postoperative complications observed.

Manufacturer narrative:
Block h11: blocks a2 (date of birth and age), b5, b7, h2 and, h6 have been updated based on the additional information received on october 16, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 25, 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - mesh erosion, e2330 - urethral and groin pain, e1405 - dyspareunia, e172001 - groin and obturator abscess, e1311 - further or worsening urinary problems, e1715 - scarring, e0206 - loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - patient filing a legal claim for the personal injuries related to the device. F1903 - mesh excision.

Manufacturer narrative:
Additional information - blocks a2 (date of birth), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date) and, h6 (patient and impact codes) has been updated based on the additional information received. Correction to block e1 initial reporter phone and fax numbers. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 25, 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion e2330 - captures the reportable event of urethral and groin pain e1405 - captures the reportable event of dyspareunia e172001 - captures the reportable event of groin and obturator abscess e1311 - captures the reportable event of further or worsening urinary problems e1715 - captures the reportable event of scarring e0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device. F1903 - captures the reportable event of mesh excision.

Event description:
It was reported that the patient had an obtryx system implanted during a procedure and has since experienced complications, including mesh erosion, urethral and groin pain, dyspareunia, groin abscess, obturator abscess, further or worsening urinary problems, severe scarring, disfigurement, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2023, the patient underwent a cystoscopy and excision of the transobturator sling due to mesh exposure into the urethra and persistent stress incontinence. Approximately two inches of mesh were removed from the lateral aspect of the obturator foramen, and the wound was treated with vancomycin irrigation and partial closure. Cystoscopy revealed no additional mesh exposure or abnormalities in the bladder or urethra. The patient tolerated the procedure well and was transferred to recovery in good condition, with no intraoperative or postoperative complications observed.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of august 25, 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion. E2330 - captures the reportable event of urethral and groin pain. E1405 - captures the reportable event of dyspareunia. E172001 - captures the reportable event of groin and obturator abscess. E1311 - captures the reportable event of further or worsening urinary problems. E1715 - captures the reportable event of scarring. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported that the patient had an obtryx system implanted during a procedure and has since experienced complications, including mesh erosion, urethral and groin pain, dyspareunia, groin abscess, obturator abscess, further or worsening urinary problems, severe scarring, disfigurement, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.